Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was hospitalized due to diabetic ketoacidosis. The customer's blood glucose was around 550 mg/dl at the time of the incident. The customer's blood glucose was 200 mg/dl at the time of call. The customer stated that she experienced nausea, back pain, difficulty breathing and vomiting. The customer stated that she was given IV at the time of hospitalization. The customer declined to troubleshoot for air bubbles, leaks, insulin issues and site issues. The customer stated that there were no setting issues found during troubleshooting. The customer stated that she was wearing the insulin pump at the time of hospitalization. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. However, the insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.